Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. The device battery met the expected longevity and was found to have normal depletion.

Event description:
It was reported that the magnet was cancelled on the device but the device was still in a magnet mode. It was also noted the device was at elective replacement indicator (eri) status. When the device went to eri, it switched to vvi65 mode. The device was removed and replaced with a single chamber device. No patient complications have been reported as a result of this event.